Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. It was only vibrating. The customer¿s blood glucose during the incident was 268 mg/dl. The device did not pass the audio test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No absence of alarm anomalies noted during testing.